Manufacturer narrative:
A replacement power supply was sent to the customer. The customer reported a breach in the transformer housing. She did not report of any fire, spark or injury. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under ir 13-0154. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that the prongs fell out of the transformer of her pump in style breast pump creating a breach in the transformer housing which is a safety risk.